Manufacturer narrative:
Evaluated 1 random unopen/seal reservoir. Using a new reservoir performed pre-fill per (B)(4). Reservoir's transfer guard passed width inspection per spec. No anomaly was found during analysis. Transfer guard value: (B)(4). Inspected reservoir¿s snap-cap width dimension per (B)(4). Also using a new lab infusion set reservoir's snap-cap too loose to connect/lock/release. Snap cap value: (B)(4).

Event description:
Information received by medtronic indicated that the lock of the connection part between the transfer guards and the barrels was weak and the transfer guards turned round and round even with a weak force. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.